Event description:
It was reported that the proximal part of the nail was to long compared to the size of the patient. The surgeon requests to make the proximal part shorter in order to use for small patients. It was a primary operation. The surgeon completed the operation with another nail of smaller size, however the surgery took 30 to 60 minutes.

Manufacturer narrative:
Correction since the complained device never got implanted. Correction based on new information received. (B)(4).